Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument input disk was broken. The procedure was completed with a back-up instrument, with no patient injury and no delays.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument did not exhibit any physical damage on the input disk, as well as inside the instrument housing. The instrument passed all functional test on in-house system. Failure analysis found additional observation not reported by the site: the maryland bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The instrument found to have exposed electrode on one of the bases of the bipolar forceps grip. The instrument passed electrical continuity test. No sign of damage on the conductor wire.